Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture, right-sided cutaneous contour deformity, and left-sided breast pain postoperatively. On (B)(6) 2021, the patient had a consultation, and her physician stated that her left breast appeared soft and lacked fullness of the right breast. The patient had another consultation on (B)(6) 2021, and bilateral rupture was confirmed by her physician. In addition, the physician stated that the patient experienced right-sided cutaneous contour deformity and minimal contracture (unknown grade). As a result, the patient underwent bilateral removal and replacement with two 535cc mentor memorygel breast implant prostheses (catalog #: 3505535bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 24-aug-2021, mentor received additional information regarding the patient¿s condition after the revision surgery. The patient has fully recovered after the revision surgery. On 15-spet-2021, the suspected medical device was returned for evaluation. On 16-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed an area of delamination was observed at the union between the patch and shell, causing gel leakage. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).